Event description:
It was reported bd syringe 10ml ll s/c 200 contained foreign material. The following information was provided by the initial reporter: "the inside of the barrel of this syringe contained a hair."

Manufacturer narrative:
Investigation summary: one sample was received at bd vernon hills. Extra photos has been taken and sent to canaan plant for evaluation and sample was used to performed fourier transform infrared spectroscopy (ftir) analysis. Ten photos showing a loose 10ml syringe (p/n 302995) were received and evaluated. The photos showed a strand of hair-like foreign matter was present in the barrel outside of the fluid path extending from just above the 2ml grad line to just below the 6ml grad line. Since the syringe was not in its original packaging and foreign matter was not present in the fluid path it is unclear if the foreign matter resulted from any manufacturing process or from syringe handling. Fourier transform infrared spectroscopy (ftir) analysis revealed a partial match with purified zein which indicates that the foreign matter is most likely a hair. The defect could not be confirmed to have originated at the manufacturing plant based on the photos provided. Therefore, root cause could not be established and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd syringe 10ml ll s/c 200 contained foreign material. The following information was provided by the initial reporter: "the inside of the barrel of this syringe contained a hair".